Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion and prime tests. The pump was received stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states that the customer's pump was exposed to high magnetic field. The customer had an MRI done, and the doctors informed the customer to leave the device on. The father states the device no longer works. The father did not have the pump on them, so troubleshoot was not conducted. The customer was advised that the device would be replaced and returned for analysis.